Event description:
An electric dental handpiece was used for routine dental work on the pt. Without any warning, the head of the handpiece burned the inside of the pt's cheek. Besides the heat of the head of the handpiece, it otherwise worked fine and no warnings of its heating malfunction were evident. Since the pt was numb, he did not feel any of it to alert anyone to the heat and subsequent tissue damage. Once it was discovered by the dentist and dental assistant, the handpiece was immediately removed and not used again. The pt was seen that same day for eval by an oral surgeon who determined the site had 2nd degree burns. Pt is still under the care of the dentist and oral surgeon to determine the full extent of the damage left by the malfunctioning handpiece. This handpiece had always been properly cleaned, oiled and maintained according to the manufacturer's recommendations. Prior to working on this pt, it had no signs of malfunction and no overheating was noted. The handpiece was a w&h adec electric dental handpiece, model: wa-99lt sn: (B)(4).